Manufacturer narrative:
Device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, an advance 35 lp low profile balloon catheter ruptured during an iliac percutaneous transluminal angioplasty. The mix of contrast to saline used was omnipaque 50/50. The device was advanced to a 70% occluded right external iliac, where heavy calcification and a stent were present, using a 6 french 45 centimeter ansel sheath. The device was inflated to between 8 and 11 atmospheres while in the stent and burst. Blood was noted in the inflation device following the rupture. The balloon was removed, and the procedure was completed successfully with another device of the same type. A section of the device did not remain inside the patients body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event summary: as reported, an advance 35 lp low profile balloon catheter ruptured during an iliac percutaneous transluminal angioplasty. The mix of contrast to saline used was omnipaque 50/50. The device was advanced to a 70% occluded right external iliac, where heavy calcification and a stent were present, using a 6 french 45 centimeter ansel sheath. The device was inflated to between 8 and 11 atmospheres while in the stent and burst. Blood was noted in the inflation device following the rupture. The balloon was removed, and the procedure was completed successfully with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, drawing, instructions for use, specifications, and quality control procedures and a visual inspection of the device were conducted during the investigation. One advance 35 lp low profile balloon catheter was returned to cook for investigation. Physical examination of the returned device confirmed that the balloon ruptured longitudinally. A document-based investigation evaluation was performed. Nonconformances relevant to the reported failure mode were recorded; all affected devices were scrapped. There have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided instructions for use which provide the following information related to the reported failure mode: warnings :¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, which resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures.¿ ¿do not use a power injector for balloon inflation or injection of contrast medium through catheter lumen marked ¿distal¿. Rupture may occur.¿ instructions for use: balloon preparation ¿choose a balloon appropriate to lesion length and vessel diameter.¿ ¿upon removal from package, inspect the catheter to ensure no damage has occurred during shipping.¿ balloon introduction and inflation: ¿note: if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution.¿ ¿inflate balloon to desired pressure. Adhere to recommended balloon inflation pressures. (See compliance card insert.)¿ ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ based on the available information, cook has concluded that patient anatomy was the primary cause of the incident, as it was reported that the lesion was heavily calcified with at least 70% occlusion. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.